Event description:
Pt was undergoing total abdominal hysterectomy. The o'connor o'sullivan xl retractor came apart as it was being placed. Instrument pieces were recovered and c-arm images were done at the close of the case. Additional portable kub images were done, a CT was performed and the presence of a foreign body could not be ruled out. The pt was returned to surgery for an exploratory laparotomy. A silver-coated catheter tip was determined to be the object showing up on the images. No foreign body was retained from the o'connor o'sullivan retractor.